Event description:
This spontaneous report was received on (B)(6) 2010, from a female consumer (age unspecified) reporting on self from (B)(6). The consumer did not have any known medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for normal menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, the tampon broke and got stuck into her body. She had been using the device since more than thirty years without any adverse events. The action taken with the device and the outcome of the event were unknown. This report was assessed as non-serious event. The company causality was assessed as possible. This report is considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.